Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, the handle of the guide catheter became detached and the stent was not deployed. The procedure was successfully completed another flexima biliary stent system.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled. The guide catheter was stretched and broken close to proximal end. The distal end of the guide catheter contained a kink/bend (suture impression). The broken proximal portion of the guide catheter with the luer was not returned for analysis. The tuohy borst (which is attached to the proximal end of the push catheter) was also not for analysis. The distal end of guide catheter was inside the delivery system. The stent was loaded on the guide catheter and attached to the push catheter via the suture. The suture was found twisted on the stent. A functional evaluation to deploy the stent could not be conducted due to broken guide catheter. The device history record review confirms that the device met all manufacturing specifications. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, the handle of the guide catheter became detached and the stent was not deployed. The procedure was successfully completed another flexima biliary stent system.